Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using the rotarex device. The thrombus aspiration process was started with satisfactory results, with no noise or blockages in the catheter. The same procedure was performed approximately twice, where the catheter was removed from the patient, a control injection was performed, it was purged, and reinserted, but when attempting to pass the rotarex catheter again, it was evident that the head of the rotarex was allegedly got stuck in the introducer. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. The thrombus aspiration process started with satisfactory results, with no noise or blockages in the catheter. The same procedure was performed approximately twice, where the catheter was removed from the patient, a control injection was performed, it was purged, and reinserted, but when attempting to pass the rotarex catheter again, it was evident that the head of the rotarex was allegedly got stuck in the introducer. There was no reported patient injury.